Event description:
It was reported that during the procedure in the right coronary artery for treatment of a total occlusion, multiple pre-dilatations were performed. An attempt was made to advance a 3.0x28 rx xience prime stent delivery system but resistance was met. The physician applied force to the stent delivery system and the mid segment of the shaft separated but was not in two pieces. The stent delivery system was withdrawn from the anatomy and exchanged for a new xience prime stent delivery system and the stent was implanted successfully. There was no adverse patient effect and no significant clinical delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Device evaluation: analysis of the returned device confirmed that the hypotube had separated distal to the strain relief tubing. The fracture faces were ovaled as if kinked prior to separating. The hypotube jacket was stretched and separated at the same location. This type of failure is often attributed to ductile overload at a bend. There were bends in the hypotube proximal and distal to the separation. It should be noted that the xience prime instructions for use (IFU) states that applying excessive force to the delivery system can potentially result in loss or damage to the stent and/or delivery system components. It is likely that the IFU deviation contributed to the shaft separation.